Manufacturer narrative:
B3 - date of event: 01jan2017 to 31dec2019. D1: thal-quick chest tube set or thal-quick chest tube tray. D4: possible rpns: (B)(4). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook thal quick chest tube was malpositioned during the device placement. The device was being used to treat a spontaneous pneumothorax that had been diagnosed via x-ray. The patient had been admitted to the hospital nine days previously. The clinician did not indicate that the patient had a medical condition that would affect the procedure or successful intended use of a drain. The device was placed in the inpatient intensive care unit. The anatomical placement was mid clavicular (between first and second or second and third intercostal space) using the blunt dissection (percutaneous) technique. No imaging was performed during device replacement. The device was reported to have been placed successfully and confirmed via x-ray. One day post procedure, the device was determined to be malpositioned and required removal and replacement. The patient was monitored in the intensive care unit. The patient was discharged 59 days after admission. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that a cook thal quick chest tube was malpositioned during device placement in a female patient of unknown age. The device was used to treat a spontaneous pneumothorax as diagnosed by computed tomography. The device was successfully placed on day 9 of admission in the mid clavicular (between first and second or second and third intercostal space) via blunt dissection (percutaneous) technique. The device was attached to wall suction and initial drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. The next day, it was determined the catheter was malpositioned. An additional procedure was required to remove and replace the complaint device. No other adverse effects were reported related to this event. The patient was on anti-coagulation medication. The clinician did not indicate the patient had other medical conditions that may affect the procedure or successful intended use of a drain. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed the product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides information for the user relating to the placement of the chest tube. The information provided upon review of the dmr and product IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook concludes this event was related to the procedure. As reported the device was successfully placed in the desired location as confirmed by x-ray after the procedure; however, it was later determined that the catheter was malpositioned. Therefore, it is possible the user did not place the device in correct pleural space to successfully drain the affected area. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.